Event description:
Per complaint (B)(4), during post operative check, patient experienced failure of implant to integrate.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Patient information is unknown.